Manufacturer narrative:
Analysis of the catheter noted that a portion of the catheter was received. Under microscope inspection a faint circular indent was seen in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sutureless connector. This indicated the connection between the sutureless connector and the pump's outlet port may possibly have been occluded. The 8709sc was initially occluded at implant when it was tested. It was removed and replaced and this was why the indent in the sutureless connector cup was so faint.

Event description:
It was reported that during a procedure, they were unable to draw the drug out of the catheter access port. The suture less connector was replaced. There were no patient symptoms/injuries related to this event. The pump was delivering infumorph.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), not implanted, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.